Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the code number was not appearing on her onetouch ultra2 meter. The complaint was classified based on the conversation the patient had with the customer care advocate (cca), since the patient was unable to be reached by phone for additional information. The patient informed the cca that she purchased the subject meter on (B)(6) 2011 and attempted to use it for the first time on the morning of (B)(6) 2011. The patient claimed she was able to setup the meter; however, claimed the code # did not appear on the subject meter after she set it up. The patient informed the cca that she manages her diabetes with a combination of oral medications and two types of insulin (humalog based on sliding scale). As a result of the issue, the patient reported she was unable to test her blood glucose and estimated how much humalog to take since she did not know what her blood glucose level was. Approximately 10 hours later, the patient claimed she developed symptoms of feeling dizzy, shaky, sweaty and weak; symptoms she associated with low blood glucose. It is not known what treatment, if any, the patient received in response to the symptoms. The patient reported that after experiencing the low blood glucose episode, she began to take a decreased dose of humalog insulin. At the time of troubleshooting, the cca discovered that the patient was manually powering on the subject meter prior to inserting the test strip which was resulting in the meter powering on to the main menu. The cca explained to the patient how to perform a test with the subject meter. The alleged issue was resolved with training. The patient confirmed the subject meter did display the correct code # when powered on properly. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.